Event description:
A customer in the united states reported misidentifications of four (4) strains from three (3) cystic fibrosis patients in association with the vitek® 2 gn test kit. The gn card identified bordetella hinzi for all four (4) isolates. A physician suspected the identification should be achromobacter, so three (3) isolates were sent to an external lab (arup) for identification (maldi-tof). The following identifications were obtained: (B)(6) - achromobacter species; (B)(6) - achromobacter species; (B)(6)- kerstersia gyiorum. The customer reported that there was no impact to patient treatment, and the physician did not allege that the results caused him to act incorrectly. It was mentioned that patient (B)(6) had been admitted to a hospital a week or two prior to being seen in the customer's clinic. The hospital identified an achromobacter (maldi-tof) from the patient's sputum. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in the united states had reported misidentifications of three (3) strains from different cystic fibrosis patients in association with the vitek® 2 gn ID card. The gn ID card identified the strains as bordetella hinzii for all three isolates. An internal biomérieux investigation was performed using the isolates submitted by the customer. The submitted strains were subcultured and testing included individual organism suspensions with the vitek 2 gn card from the customer's lot (2410576403) and a random lot (2410445403) in duplicate. Two (2) strains were tested on the vitek ms and 16s sequencing was also performed for two (2) strains. Strain 911730 (m65974-2): two (2) of the gn cards resulted in low discrimination identifications of a. Denitrificans/xylosoxidans/ps. Fluorescens, and the remaining two (2) cards resulted in low discrimination identifications of a. Denitrificans/xylosoxidans/c. Testosteroni. Vitek ms resulted in a low discrimination identification of a. Denitrificans (50.0)/ a. Xylosoxidans (50.0). As achromobacter species are part of the low discrimination identifications, vitek 2 cards are performing as intended for this strain. The customer's misidentification of bordetella hinzii was not duplicated. A review of the customers b. Hinzii data revealed one atypical negative reaction (pyra) for an identification of achromobacter denitrificans/xylosoxidans according to the gn knowledge base. Atypical negative reactions can indicate a strain with decreased viability, use of non-recommended media or an atypical strain.